Manufacturer narrative:
Any additional information provided by the customer will be included in a follow up report. Results of investigation: a vyaire certified service technician was unable to verify the customer's reported issue. The device passed 163 hours of extended bench testing at the customer's settings. The device failed troubleshooting final test for non-conformances with measured bias flow at tidal volume and flow test. These slight non-conformances would not result in the device failing. The device passed all testing and met all vyaire manufacturer specifications.

Event description:
It was reported to vyaire that the lap top ventilator 1150 was not holding settings and kept changing modes of ventilation and parameters while connected to the patient. The patient was removed from the device and placed on a back up ventilator. The customer confirmed that there was no patient harm associated with the reported event.